Event description:
Customer noticed that when changing the name of the isocenter for the beams, the mu for the beam that was highlighted was unexpectedly changed. The altered mu was noticed and corrected. No patient was harmed. Investigation shows that this is a software error. When clicking ok in the edit beam dialog for a static arc beam with a cone or when editing the aperture of a static arc beam polygon tool or the rectangular field tool, the mu is erroneously set to a default value.

Manufacturer narrative:
A software implementation error has been identified. In the event that the error occurs and is undetected, the delivered treatment plan could be different from what was intended. This could lead to local over-dose in a risk organ from allowing too high of a dose from a beam that was intended to have a low mu.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00025 50327 rs mu for static arc with cone. Customer noticed that when changing the name of the isocenter for the beams, the mu for the beam that was highlighted was unexpectedly changed. The altered mu was noticed and corrected. No patient was harmed. Investigation shows that this is a software error. When clicking ok in the edit beam dialog for a static arc beam with a cone or when editing the aperture of a static arc beam polygon tool or the rectangular field tool, the mu is erroneously set to a default value.